Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose level was in the 400's (mg/dl). Reportedly. The supplies were changed to resolve the issue.